Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the flow and tidal volume on screen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the flow and/or tidal volume on screen. It was recommended that the gas delivery system (gds) be replaced. The investigation is ongoing.

Manufacturer narrative:
H10 e1 - reporting institution phone number - (B)(6). E1 - reporter phone number - (B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote for repair; however, the quote expired, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.